Event description:
There is no additional event information available.

Manufacturer narrative:
Review of the most recent repair record determined the handle, roller, side plates and cutter were worn and aged; however, the repair was not completed and the unit was sent back to the customer unrepaired. Device history record (DHR) review was unable to be performed as the lot number of the device involved in the event is unknown. A definitive root cause cannot be determined. The event is confirmed. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Manufacturer narrative:
This complaint is recorded by zimmer biomet under (B)(4). A follow up/ final report will be submitted once investigation is complete if any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends

Event description:
It was reported that the skin was taken uneven. The event timing was during kit inspection. There is no harm or delay reported. No adverse events were reported as a result of this malfunction due diligence is complete and no additional information is available.